Event description:
It was reported that during an unknown procedure, the device would not go in reverse. It is unknown if the device was stuck on tissue. Another device was used to complete the procedure. No adverse consequences reported. No other details are available.on what tissue type was the device used? At what location on the tissue? Unknown.was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? Unknown.on which firing(s) did this event occur (1st, 2nd, 12th, etc)? Unknown.what color cartridge was being used? Unknown.what other color cartridges were used before and after this event? Unknown.was buttressing material utilized? If so, which product? Unknown.was the instrument fired across or near an existing staple line or clip? Unknown.were any unexpected noises heard? If so, when? Unknown.after use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Unknown.was there any difficulty removing the device from the tissue? Unknown.

Manufacturer narrative:
(B)(4). Additional information: the device was returned in good visual condition and with a blue cartridge reload present and with the manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. The cartridge was received unfired. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The device was disassembled to reset the manual override system; the instrument was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The knife returned to home as intended. Event could not be confirmed as the device performed without any difficulties noted during the functional testing.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.